Event description:
It was reported that during a hepatectomy procedure, the instrument became hot and the tissue pad melted. No pt consequences. Another like device was used to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.